Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension upn: m365sc3138550, model: sc-3138-55, serial: (B)(6), batch: (B)(6). Product family: scs-extension upn: m365sc3138550, model: sc-3138-55, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) trial patient underwent a surgical trial but experienced lower abdominal pain and allodynia symptoms during the trial period. Therefore, the lead and lead extensions were removed and the trial ended earlier than expected. The patients physician assessed that these symptoms were not device related however, a second physician was consulted and had assessed that the placement of the lead in the epidural area may have caused a sensory disturbance. The patients pain symptoms gradually subsided postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.